Manufacturer narrative:
This device is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. Analysis of batteries ((B)(4)) revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has an open internal investigation to evaluate communication anomalies between the batteries and the controllers. This is one of three reports (3007042319-2016-00525, 3007042319-2016-00526 and 3007042319-2016-00527) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00525, 3007042319-2016-00526 and 3007042319-2016-00527) submitted for devices related to the same event.

Event description:
It was reported from the site by the patient was seen in clinic today for routine follow up. While in clinic the patient reported that he had some power switching, but was unsure as to which batteries were related to the power switching. Log files were sent to the manufacturer and files indicated the three batteries that were potentially involved in power switching. It was stated that the site was advised to take the affected batteries out of service. No additional information provided. Investigation is ongoing.